Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was in the emergency room due to high blood glucose. The customer was treated by use of another insulin pump provided by the hospital. The insulin pump will not return for analysis.